Manufacturer narrative:
The dfmea dve-107404-fde for this instrument indicates failure of the trigger during surgery or broken prior to surgery as a potential failure modes, with the occurrence score being 4 (1 in 1000 to 1 in 10,000). The dfmea therefore correctly considers the effect of this instrument being broken prior to the next surgery. This failure does not change the occurrence of harm predicted in the dfmea. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The red button is broke.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.